Manufacturer narrative:
The evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and field data review. Trending review determined no adverse trend for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot. The review of customer field data showed that the median population result for the lot is comparable with all other lots in the field. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 7p51, that has a similar us product distributed in the us, list 7p51-21 / 31. Patient identifier did not contain enough spaces, the entire ID is (B)(6). The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive alinity I total bhcg result on a patient sample that was questioned. On (B)(6) 2021 sid (B)(6) ((B)(6) year old, female, han nationality) generated alinity I total bhcg positive of 88.53 miu/ml. The sample repeated negative of <1.2, <1.2 miu/ml and negative of <1.2 miu/ml with a new blood draw. No specific patient information was provided. No impact to patient management was reported.